Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the patient contacted lifescan (lfs) USA, alleging that their onetouch ultramini meter continued to display a ¿hi¿ message on the display. The complaint was classified based on customer care advocate (cca) documentation since the patient was unable to be contacted, despite numerous attempts, to obtain additional information. The patient reported that the alleged issue started on at an unknown time on (B)(6) 2015. The patient informed the cca that they manage their diabetes by self-adjusting their insulin dosage based on subject meter results and in response to the ¿hi¿ message they reduced their insulin dosage to ¿10 units novalog and 40 units lantus insulin per day¿. The patient did not experience any form of symptoms as a result of the product issue but stated that they went to the emergency room (e.r) at 6:30am on (B)(6) 2015. In the e.r the patient received treatment from a healthcare professional; however, the treatment which was provided was not documented at the time of the initial call. The patient stated that they obtained a blood glucose result of ¿56mg/dl¿ on an ¿e.r/hospital meter¿ at 10:15am ¿ however, it is not known whether this result was obtained prior to, or after, treatment. At the time of troubleshooting the cca was able to establish that this was the first time the product was being used and was able to resolve the issue with training. The patient¿s product was replaced and requested for evaluation. This complaint is being reported because of the delay in treatment the patient experienced. Treatment was received nine days after the product issue allegedly began which suggests that the patient¿s condition deteriorated as a result of not being able to test their blood glucose; therefore the alleged product issue contributed towards the patient receiving hcp treatment in e.r.

Manufacturer narrative:
Follow-up # 1 - 4/20/2015 device evaluation. The lay user/patients meter has been returned on 4/3/2015 and further evaluated by lifescan product analysis on 4/7/2015 with the following findings:the meter has passed all testing with no faults found. The test strips were tested and the primary complaint was not confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.